Event description:
Additional information: the cause of the over-sensed noise is believed to be electromagnetic interference (emi). On (B)(6) 2020 the device was reprogrammed to address the oversensing. Both the atrial and ventricular leads were impacted by this over-sensing due to emi. It is suspected that the emi is caused by an emergency alert button that the patient wears around their neck, and the patient was asked to switch to a wrist alert system. The patient will continue to the monitored and will be assessed when they have switched to the wrist alert. The only reported symptom of the event was lightheadedness.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker was oversensing noise due to external interference on both channels. The device had episodes of inappropriate automatic mode switch and did not go into noise reversion, which caused inappropriate inhibition of pacing. The patient was presyncopal and felt normal symptoms of inhibited pacing. Further information has been requested but not yet provided.